Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. It was noted that the device met 52% of the expected longevity.

Event description:
It was reported that the battery was at elective replacement indicator. It was also reported there may be early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery was at elective replacement indicator. It was also reported there may be early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947-65 implantable tachy lead, (B)(6) 2003.